Event description:
A particle of the sleeve entered in the eye during phaco. The particle was completely removed and there was no patient impact reported.

Manufacturer narrative:
The device has not been returned. A review of the device history record found no non-conformities or anomalies related to this complaint. The investigation is ongoing.